Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on 05apr2018, and the test well image in question appeared visually weakly positive, with a fuzzy button and slight pink adherence surrounding the button. There were no associated errors during processing. The camera was acceptably aligned and calibrated. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4).

Event description:
On 05apr2018, a customer site reported an unexpectedly negative antibody screen, when tested on a galileo echo instrument on (B)(6) 2018.